Event description:
It was reported that the tissue protector broke off from the end of the saw during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The saw was returned to terumo for investigation and it was confirmed that the sternal saw blade protector was broken as a result of user mishandling. The saw was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.